Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. While it was reported that there was no patient involvement, signs of clinical use and slight evidence of blood was observed on the silicon jaws. The heater wire was observed to be flexed away from the middle portion and is detached at the tip but remained attached to the base of the hot jaw. Silicone jaw was observed to be intact and no other visual defects was observed. Based on the returned condition of the device, the reported complaint "material twisted bent; wire" was confirmed

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro. Upon removing vasoview hemopro from packaging, they noticed jaws of hemopro was bent. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro. Upon removing vasoview hemopro from packaging, they noticed jaws of hemopro was bent. A replacement device was used to complete the procedure. No patient involvement.